Event description:
It was reported the patient had frequent low flow alarms on (B)(6) 2021 at 5:00 am. A ramp echocardiogram (echo) showed a closed aortic valve and an appropriately sized left ventricle that decompressed at higher speeds. There were no arrhythmias at the time of the echo. Mean arterial pressure at the time was low 90s. The patient had been off anticoagulation medication and has history of ischemic stroke with recent hemorrhagic transformation so they wanted to rule out any signs of pump thrombus. The log file analysis displayed low flows with high pulsatility index (pi) readings that seemed to be physiological in nature.